Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to the valve of the trocar was not loosened. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while using the subject device for a pediatric thoracoscopy and applying fibrin glue, the valve on the trocar port should be opened and loosened to avoid negative pressure, but was not opened, which caused a sudden overpressure and resulted in an embolism and a pneumothorax. Th settings of the subject device are unknown as well as the patient¿s condition is unknown.